Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was confirmed. The root cause was identified to be use error from the patient disconnecting from the set. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error 2240 alarm during therapy on the homechoice machine(hc). The home patient(hp) stated they disconnected and didn't get back in time after not pressing stop. The hp elected to complete therapy with manual supplies. The home patient(hp) was contacted on (B)(6) 2011. The hp stated that they did not develop any adverse reactions or require any medical intervention. The hp also stated he is currently performing therapy without any complications. The hp stated this was an isolated event. There was patient involvement; however, there was no injury or medical intervention reported.